Event description:
During a routine device exchange, insulation fracture was visually observed on the right ventricular (rv) lead. Lead malfunction was not alleged prior to the device replacement. The insulation fracture was repaired by using medical adhesive and a suture sleeve on the damaged area. The patient is stable with no consequences.